Event description:
Mitral valve prosthesis implanted. Post operatively experienced decreased in blood pressure and heart rate. Open cardiac massagr and re-exploration of chest occurred. Valve through by surgeon to have been sticking closed intermittently. Valve rotated 90 degrees prior to reclosuredevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: telemetry failure, none or unknown, unanticipated, disc. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: other. The device was not destroyed/disposed of.